Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 406 mg/dl. The customer was treated for high blood glucose with manual injection. The customer stated that she was checking at the quick release are and the insulin would not exit. Customer actually tossed out the bent set and used a new infusion set. The customer didn't change out reservoir. The customer stated is not interested in troubleshooting for high blood glucose or bent cannula issue. The customer stated that she has already taken care of the issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.